Event description:
It was reported that the patient presented in-clinic for follow up. Noise was observed. Lead fracture suspected. Externalized conductors were observed when the pocket was opened. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.